Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Two images were attached to the file. Image one shows a lens in the eye. Glare of overhead light source was seen over the optic. Two bubbles of liquid were observed floating (one over and one beside the optic in the eye). The optic edge has an area that appears as a small shadowed area near the optic edge. The area may be optic damage, possibly a scrape or nick, or remainder of tissue from the surgery. A final determination cannot be made from the photo. Image two shows the product carton with the product information visible. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the lens was implanted with a clear mark on the periphery of the lens. Additional information has been requested.